Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated per pmrm and fs-932. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-01197. Placeholder.

Event description:
It was reported on (B)(6) 2013, during a surgical procedure, the sagittal saw attachment would not hold the full blade. Reportedly there was a short delay in the procedure while waiting for a spare device. No additional information available at this time. This is 1 of 1 report for this event.